Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 3-5 years ago the patient had a fall. Since then, they have not had great tremor control on the left, have had balance and hip issues, and occasional right pocket jolt/shocking. There were stated to be out of range, high impedances. X-ray indicated damage to the lead above the extension connection and surgical intervention took place. It was stated the lead was removed and collected as an explant specimen per (B)(6) hospital protocol. The new lead was placed and connected to the existing extension. The ins was at eri and was also replaced during the lead replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.